Event description:
Additional information was received indicating that surgical intervention was undertaken wherein the ipg was explanted and replaced addressing the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient and event information.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. Event date is estimated.

Event description:
It was reported the patients ipg displayed a replace generator message and is no longer providing therapy. Surgical intervention may be pending to address the issue.